Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the foley catheter during use, the sterile distilled water did not drain properly. All water was removed after 30 minutes time was taken.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation: visual evaluation of the returned three photo sample noted one opened (without original packaging), used silicone foley temperature sensing catheter. Visual inspection of the first photo sample noted shows overview of the temperature sensing foley catheter. The second photo shows the overview of foley catheter tip. The third photo shows the inflation valve or cap with manufacturing lot number ngkn3119. Received 1 all silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 119314 and manufacturing lot number ngkn3119. Visual inspection noted no obvious observations. Using the returned syringe, the catheter balloon was inflated with 10ml methylene blue solution (3 drops 1 percent aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in 58 seconds with no cuffing or leaks noted, returning 10ml of solution. This is within specification per inspection procedure which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when removing the foley catheter during use, the sterile distilled water did not drain properly. All water was removed after 30 minutes time was taken.